Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device was partially observed in the endometrial cavity"), genital haemorrhage ("abnormal bleeding"), deep vein thrombosis ("deep vein thrombosis"), diverticular perforation ("gastrointestinal or digestive system condition type: perforated diverticulitis and now ulcerative colitis") and colitis ulcerative ("ulcerative colitis") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods from 2002 to 2006. Concurrent conditions included obesity, menses irregular, menorrhagia (from 2002-2006.) Since 2002 and copd. Concomitant products included budesonide;formoterol fumarate (symbicort), fluoxetine, lisinopril, minerals nos;vitamins nos (prenatal vitamins), salbutamol (albuterol), tiotropium bromide (spiriva) and vitamin d nos (vitamin d). In may 2007, the patient had essure (ess205) inserted. In january 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inabilityto have sexual intercurce)"). In 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("extreme fatigue / fatigue"), migraine ("migraines"), hypertension ("high blood pressure / high blood pressure"), visual impairment ("vision impairment , vision worsened"), irritability ("extreme irritability / irritability extreme"), mood swings ("mood swings / mood swings"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition: depression"). In 2009, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, deep vein thrombosis (seriousness criterion medically significant), diverticular perforation (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal problems") with diverticulitis, weight loss poor ("inability to lose weight"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with (), ibuprofen and surgery (colon resection, dilation and curettage with hysteroscopy and hysterectomy & removal of her essure). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device expulsion, deep vein thrombosis, diverticular perforation, colitis ulcerative, gastrointestinal disorder, migraine, weight loss poor, visual impairment, irritability, mood swings, female sexual dysfunction, headache, weight increased, uterine leiomyoma, cyst and menorrhagia outcome was unknown, the genital haemorrhage, back pain, dyspareunia, fatigue, dysmenorrhoea and vaginal haemorrhage had resolved and the hypertension and depression had not resolved. The reporter considered back pain, colitis ulcerative, cyst, deep vein thrombosis, depression, device expulsion, diverticular perforation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypertension, irritability, menorrhagia, migraine, mood swings, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: on (B)(6) 2015, plaintiff underwent a dilation and curettage with hysteroscopy to relieve the forgoing symptoms. Weight at time of essure placement 230 pounds, current weight 250 pounds diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in september 2007: results: occlusion of her fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding. Most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received outcome of event " vaginal hemorrhage, menorrhagia and back pain " was updated as recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device was partially observed in the endometrial cavity"), genital haemorrhage ("abnormal bleeding"), deep vein thrombosis ("deep vein thrombosis"), diverticular perforation ("gastrointestinal or digestive system condition type: perforated diverticulitis and now ulcerative colitis") and colitis ulcerative ("ulcerative colitis") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, menses irregular and menorrhagia (from 2002-2006.) Since 2002. Concomitant products included vitamins for fatigue. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("extreme fatigue / fatigue"), migraine ("migraines"), hypertension ("high blood pressure / high blood pressure"), visual impairment ("vision impairment , vision worsened"), irritability ("extreme irritability / irritability extreme"), mood swings ("mood swings / mood swings"), female sexual dysfunction ("apareunia "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition: depression"). In 2009, the patient experienced weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, deep vein thrombosis (seriousness criterion medically significant), diverticular perforation (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal problems") with diverticulitis, weight loss poor ("inability to lose weight"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ibuprofen, surgery (hysterectomy & removal of her essure), surgery (dilation and curettage with hysteroscopy) and surgery (colon resection). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, deep vein thrombosis, diverticular perforation, colitis ulcerative, back pain, gastrointestinal disorder, migraine, weight loss poor, visual impairment, irritability, mood swings, female sexual dysfunction, headache, weight increased, uterine leiomyoma, cyst, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, dyspareunia, fatigue and dysmenorrhoea had resolved and the hypertension and depression had not resolved. The reporter considered back pain, colitis ulcerative, cyst, deep vein thrombosis, depression, device expulsion, diverticular perforation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypertension, irritability, menorrhagia, migraine, mood swings, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: on or about (B)(6) 2015, plaintiff underwent a dilation and curettage with hysteroscopy to relieve the forgoing symptoms. Weight at time of essure placement 230 pounds, current weight 250 pounds diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: occlusion of her fallopian tubes concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: dvt, headaches, dysmenorrhea (cramping), psychological or psychiatric problems condition: depression, gastrointestinal or digestive system condition type: perforated diverticulitis and now ulcerative colitis, surgery (other) type of surgery: hysteroscopy; colon resection, weight gain/loss specify which one: weight gain. Reproductive system disorder or condition type of disorder or condition: uterine fibroids; cysts, abnormal bleeding (vaginal, menorrhagia), pain. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device was partially observed in the endometrial cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal problems") with colitis ulcerative and diverticulitis, dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), migraine ("migraines"), hypertension ("high blood pressure"), weight loss poor ("inability to lose weight"), visual impairment ("vision impairment"), irritability ("extreme irritability") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy & removal of her essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, back pain, gastrointestinal disorder, dyspareunia, fatigue, migraine, hypertension, weight loss poor, visual impairment, irritability and mood swings outcome was unknown. The reporter considered back pain, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypertension, irritability, migraine, mood swings, visual impairment and weight loss poor to be related to essure (ess205). The reporter commented: on or about (B)(6) 2015, plaintiff underwent a dilation and curettage with hysteroscopy to relieve the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: occlusion of her fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.